Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the hard disk in host pc was not lighting up or detecting while booting. The fse also found that the system's earlier back up was not updated, so the fse needed to load software from scratch. Fse replaced the hard disk and loaded the software and system was returned to work in a good condition. The codes were updated based on the investigation outcome.